Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. It was also noted that the patients left sided lead had high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).